Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wireless keyboard malfunction was due to depleted aaa batteries. The field service engineer (fse) replaced the batteries, and the keyboard functioned as intended; an unexpected power off occurred once but powered back on via the aio (all in one) power button did not reoccur upon further testing and the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower wireless keyboard for the cubex system was not working due to a broken key. However, there were no delays or adverse events or injuries reported based on this event.